Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes there was an issue with ¿poor quality specimens¿. There was no report of injury or medical intervention.

Manufacturer narrative:
The following field has been updated due to corrected information: describe event or problem: it was reported with the use of the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes there was an issue with 100 ¿poor quality specimens¿. There was no report of injury or medical intervention. Investigation: bd received samples from the customer facility for investigation. The customer samples were tested and no issues relating to erroneous results or poor sample quality were observed as all results demonstrated satisfactory performance. A review of the manufacturing records was completed for the incident lot and, based on this review, there were no related quality non-conformances during manufacturing of the product. Based on evaluation of the customer samples, the customer¿s indicated failure mode for erroneous results or poor sample quality with the incident lot was not observed and a root cause could not be determined as all samples met the required specifications.

Event description:
It was reported with the use of the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes there was an issue with 100 ¿poor quality specimens¿. There was no report of injury or medical intervention.